Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 700 mg/dl. The customer also mentioned other blood glucose values between 40-200 mg/dl . The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with intravenous insulin drip and for low blood glucose level the customer was treated with food glucose. The customer stated that the pump was not giving the insulin and is getting insulin flow blocked during a bolus. The customer was admitted into hospital as a result of high blood glucose on (B)(6) 2022. The customer declined troubleshooting related to high blood glucose level or insulin flow block. The insulin pump will not be returned for analysis.